Event description:
This complaint was submitted with very limited information. The subsidiary tried unsuccessfully to acquire additional information: it was reported that during insertion in the operating theatre, the swg bent during the insertion of the catheter. As a result, the swg was removed, however, it is not known if it was replaced. There is no additional information to follow.

Manufacturer narrative:
(B)(4).